Event description:
The pt underwent the cvs procedure at 9.5 weeks gestation. Two transcervical passes were made. The pt reported spotting and cramping two weeks post procedure and spontaneously aborted the fetus at 11.6 weeks gestation.